Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch # 757c82. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil not properly seated causing the staple height selector to be loose and with no reload present. Further analysis shows the anvil locks on the anvil shroud were damaged. The device was disassembled and the staple height selector was noted broken. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 757c82, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? How was the procedure completed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a whipple procedure the device misfired.